Event description:
Subsequent to an automated lamellar keratoplasty (alk) procedure with the automatic corneal shaper, the pt had multiple problems with irregular astigmatism secondary to an irregular cut of the corneal disc. During this initial alk procedure, the cap detached and had to be sutured down.the pt's best-corrected preoperative visual acuity was 20/40 -2; his best-corrected postoperative visual acuity was 20/80. The surgeon attributed the progressive decrease in thickness/undesired cap to a loss of suction around the machines's suction ring, although the suction ring never came off. The surgeon believes that the suction rings do not fit small eyes well, especially eyes with high astigmatism.